Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. The device was returned and contamination was observed in the device blower resulting in blower box replacement. The patient alleged sinus infection. There was no report of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.